Manufacturer narrative:
Facility name and address: (B)(6) hospital, (B)(6). (B)(4). Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported when running hepatitis b surface antigen tests, the architect i2000sr analyzer was frequently generating error code 1005 result cannot be calculated, final rlu read is outside the specification of the lowest calibrator. The customer had just replaced the pre-trigger solution and the trigger solution, and there was a lot of bubbles noted to be in the pre-trigger solution. The customer was instructed to replace the pre-trigger solution and run the instrument. No further issues were experienced. There was no reported impact to patient management.